Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple intermittent occlusion alarms. Blood glucose reached 200 mg/dl. Customer declined to provide further details regarding the event and declined troubleshooting with tandem technical support.